Event description:
It was reported that pump insulin gauge displayed a much lower amount of insulin than caller expected, with pump showing 35 units while caller expected over 200 units. There was no reported impact to the customer¿s blood glucose level. Caller was educated to properly remove air from cartridge before filling, declined to load new cartridge, chose to continue using current cartridge, and planned to follow up with technical support if needed.